Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal) flipped to an incorrect orientation during implantation. The surgeon exchanged the lal for another lal during the same surgery.